Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. *during a laparoscopic distal gastrectomy, the subject device was used. Probe damage error sometimes occurred. 3 to 4 hours after the start of the procedure, the tissue pad of the device was separated. The intended procedure was completed with the subject device. There was no patient injury reported.